Manufacturer narrative:
Bayer product analysis received and examined two returned syringes from the syringe kit. Visual examination confirmed the presence of a particle within the syringe barrel of one syringe. The second syringe showed no evidence of any particulate present. The particle was found to be a translucent, plastic-like material. Our investigation determined that the particle noted in the syringe was introduced during the manufacturing process. A 12 month review of complaint history determined the complaint rate to be (B)(4).

Event description:
The site reported the following: white particles were seen in the syringe barrel of a sds-ctp-spk syringe kit. The kit was removed from the area and was not used for a patient.